Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, minimum fill notifications occurred after the user filled multiple cartridges with 200 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 110 mg/dl.